Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Pump was not returned for investigation. Data logs were investigated. There was a drift in the placement signal. The placement signal was trending down to negative values until it went out of range and activated the alarm. There were no motor current spikes observed. The 5s parameters were in specification other than contrast and snr which decreased a little. Therefore, the root cause of the placement signal issue was most likely sensor silicone wear. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 device was implanted for circulatory support. While in use, a ¿placement signal unreliable¿ alarm became active. The alarm was disabled, and support was continued with the implanted pump. The device was successfully weaned and explanted. No patient harm was reported.